Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis of the catheter found a reliability non-conformance of the catheter sc connector with coring-tears-cuts in the seal and met the leak criteria. Per the logs, the pump was infusing hydromorphone (2 mg/ml at 0.49 mg/day) and clonidine (200 mcg/ml at 49 mcg/day) recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Event description:
The devices were returned without any documentation of an allegation or information and underwent routine analysis. Per the logs, the pump was infusing hydromorphone (2 mg/ml at 0.49 mg/day) and clonidine (200 mcg/ml at 49 mcg/day). The indication for use was noted as non-malignant pain and lumbar radiculopathy. No patient symptoms were reported.